Manufacturer narrative:
One suspect device was returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported a foreign object inside the fluid path of the tubing in their kit. This was identified on incoming inspection and was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and a foreign object was found in the fluid path of the tubing. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.